Event description:
The following has been reported: biomed reported: fk pump serial #(B)(6) had a ticket submitted that states "pump failure alarm". They ran a couple of infusions and was finally able to get the "service needed" alarm to pop up. The logs are going to be needed for them to look at. This pump will be on for the downloading of logs if this is something that is needed or they will send this to ivenix support. There were no reports of patient harm nor the stoppage of an active infusion with this alarm. " a preliminary review identified the following issue: mechanical hardware failure (av sticky valve) unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No pump was returned; therefore, the complaint could not be confirmed or refuted. An internal investigation has been opened to investigate the reported issue. Per the preliminary technical failure summary, the customer was able to clean the av pins and run a test infusion with no errors. The pump was returned to customer use. A device history review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue.